Event description:
It was reported that the patient had an inflammatory mass/granuloma at the catheter tip. The patient had gradual loss of efficacy over approximately the last 3 months; noted as less than 50% therapy relief. There was some fluid in the pocket, and a confirmed granuloma by x-ray. The catheter was replaced and the new catheter was placed at a lower level (thoracic 11) and a lower dose was programmed. The location of the issue or symptom was the catheter track, and the low back and bilateral legs. The patient status was alive-no injury, and was noted to be ¿good in the pacu¿ (post anesthesia care unit). The pump system was being used to infuse dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4).